Event description:
It was reported that post implant, the ventricular lead capture thresholds increased to 2.25 mv, 1.0 ms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.